Manufacturer narrative:
(B)(4). The rns neurostimulator and leads remain implanted and programmed for use. .

Event description:
Hold for kp. 8.14.23. On (B)(6) 2023, neuropace received the following message from the patient via facebook (aka fb) messenger: "I'm having my 3rd revision surgery for my rns which was originally placed in (B)(6) 2022, then a revision done due to a screw erosion (B)(6) 2022. I have to have another revision done to prevent a lead from eroding on (B)(6) 2023. Neuropace followed up with the treating physician and was able to verify the following information. The patient was hospitalized and underwent a wound revision on (B)(6) 2023. During the revision procedure, the physician noted the following information. The patient presented on (B)(6) 2023 with thinning of the scalp over the rns neurostimulator. On (B)(6) 2023 the patient underwent a revision of the right scalp wound. Treatment included hospitalization. The physician noted that the non-connected lead was overlaying the neurostimulator at the site of maximum skin thinning. The medial ferrule surface had a higher elevation than the skull. The rns system remains implanted at this time. Neuropace was unable to obtain confirmation of the reported revision performed in (B)(6) 2022. Refer to 3004426659-2023-0041.